Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve with an experienced valve loader, a node overlap extending between the third and fourth node was observed. However the physicians decided it was an acceptable load, and the valve was used for deployment. Prior to the attempted implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. Upon deployment to the point of no recapture (ponr), an infold was observed on the right side of the valve on echocardiogram. Subsequently, the system was withdrawn from the patient. Another pre-implant bav was performed using a26 mm non-medtronic balloon, and a new transcatheter valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to compete the procedure without issue. Per the physician, the patient's calcified left ventricular outflow tract (lvot) caused the infold. No patient complications were reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold. Additional information was received that the patient experienced a cerebral infarction on the same day as the implant of the transcatheter aortic valve. Additional information was received to report the physician believed the cause of the stroke was due to the two insertions, and the dcs cannot be excluded as a contributing factor to the stroke. Additional information was received that the second dcs was loaded by a new valve loader. During the implant procedure, plaque was noted on the patient's aortic arch. It was presumed that the stroke may have arose due to both dcs passing through the area of plaque. Per the physician, it was not clear if the stroke was related to the first dcs, second dcs, or both.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve with an experienced valve loader, a node overlap extending between the third and fourth node was observed. However the physicians decided it was an acceptable load, and the valve was used for deployment. Prior to the attempted implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. Upon deployment to the point of no recapture (ponr), an infold was observed on the right side of the valve on echocardiogram. Subsequently, the system was withdrawn from the patient. Another pre-implant bav was performed using a26 mm non-medtronic balloon, and a new transcatheter valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to compete the procedure without issue. Per the physician, the patient's calcified left ventricular outflow tract (lvot) caused the infold. No patient complications were reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold. Additional information was received that the patient experienced a cerebral infarction on the same day as the implant of the transcatheter aortic valve. Additional information was received to report the physician believed the cause of the stroke was due to the two insertions, and the dcs cannot be excluded as a contributing factor to the stroke.

Event description:
It was reported that during loading of a transcatheter valve with an experienced valve loader, a node overlap extending between the third and fourth node was observed. However the physicians decided it was an acceptable load, and the valve was used for deployment. Prior to the attempted implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. Upon deployment to the point of no recapture (ponr), an infold was observed on the right side of the valve on echocardiogram. Subsequently, the system was withdrawn from the patient. Another pre-implant bav was performed using a 26 mm non-medtronic balloon, and a new transcatheter valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to compete the procedure without issue. Per the physician, the patient's calcified left ventricular outflow tract (lvot) caused the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012294211); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.